Event description:
It was reported that the patient presented in the clinic due to diaphragmatic stimulation, which caused discomfort. The right ventricular lead was explanted and replaced. The patient was stable.